Event description:
It was reported that the screwdriver tip broke off.

Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assesment; the returned device was confirmed to have its tip fractured upon visual inspection. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. According to the surgical technique, misalignment, excessive pivoting or angulation on the screwdriver while attached to screw can cause damage to the screwdriver and/or screw. A plausible root cause for the tip fracture is ductile overload on the instrument due to excessive pivoting or angulation during insertion.

Event description:
It was reported that the screwdriver tip broke off.